Manufacturer narrative:
Investigation result: one mz1000 sample was received without packaging for investigation; no residual fluid was present in the sample and no connecting product was provided to aid the investigation. The customer reported that the affected sample was from lot 22056320 and they experienced "a crack and leaking was confirmed during fluid administration at 140ml/h." The returned sample was subjected to pressure testing using a 50ml bd plastipak syringe; leakage was confirmed at the female luer adaptor of the maxzero. Upon closer inspection, the customer's experience was confirmed as a crack was present at the site of leakage. The details of this feedback were forwarded to the manufacturing site for investigation. Previous investigations have been unable to determine a potential root cause for the customer's experience; no obvious manufacturing defects or potential manufacturing contributors were identified which may have resulted in the observed damage. A review of the production records for lot 22056320 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Although a definitive root cause could not be determined in this instance, previous investigations have confirmed similar damage can be caused or contributed to by a combination of different factors, including prolonged use of substances that are aggressive to plastics, over-torque of the component during connection with the male luer, or use of a male luer that is not compliant to iso standards. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the mz1000 set in the past 12 months.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that bd - maxzero needleless connector was damaged the following information was received by the initial reporter with the following verbatim: it was reported that there was a crack and leaking was confirmed during fluid administration at 140ml/h.